Manufacturer narrative:
The reported observation ¿therapy turning off¿ was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device appeared to be functioning normally during the implant period. The therapy delivery log showed all programs were used in continuous tonic. When reviewing the diagnostic log usage time of all programs, the total time used was 1026.5 days, which aligned with the total usage time of the as received session report. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, no anomalies were observed when inserting a lead into each lead port. When taking the time between the implant date and the time stimulation off date at the start of analysis, the total days was 1233. This suggest the device was delivering stimulation as programmed and functioning normally at the time of explant. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The passing results showed a lead could be fully inserted and make sufficient contact with all electrodes. The ate tests the ipg frequency, pulsewidth and amplitude within a defined tolerance.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was shutting off several times a day, causing loss of therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.